Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The power-on reset occurred on (B)(6) 2016.

Event description:
It was reported that a power on reset (por) occurred during a device follow up. After resetting to programmed parameters, there was normal device function. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.